Event description:
The customer reported the ventilator shut down while in use on a pt. The customer reported the ventilator alarmed, and there was no pt harm. The respironics service technician was unable to confirm the reported problem. The service technician reported the ventilator circuit breakers were in the "on" position as specified. Review of the diagnostic log showed the device had been running on backup battery power which became depleted as expected during extended use. The backup battery functioned until it depleted causing the ventilator to shut down and alarm. The service technician performed extended self test (est) and performance verification testing, and all tests passed to operating specifications. There was no malfunction of the device as it performed to specification. The customer reported there have been occurrences when they have forgotten to plug the ventilator into ac power during operation.